Manufacturer narrative:
Roche diagnostics initiated a root cause investigation. It was found that one of the three expected strip layers was missing from the combur10 test m strip lot 84639701. Therefore, the expected color for leucocytes cannot develop, and the cobas u 411 will display a false negative result for a positive sample. The us is not impacted by the issue described with combur10 test m strip lot lot 84639701.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable combur 10 leukocyte results for an unknown number of patient samples on a cobas u 411 urine analyzer. The test strips show no signs of leukocytes, even though leukocytes are massively present (> 100 leukocytes/ul) under the microscope.